Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: myometrium'), device expulsion ('malposition of essure device location of device: myometrium'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infect."), genital haemorrhage ("abnormal bleeding (general)"), anxiety ("anxiety"), depression ("depression") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, abdominal pain, dysmenorrhoea, bleeding menstrual heavy, vaginal discharge, vaginal infection, anxiety, depression and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and bleeding menstrual heavy to be related to essure. The reporter commented: patient received treatment for : dysmenorrhea (cramping),pelvic pain, abdominal pain, migration, vaginal discharge, vaginal infection. Discrepancy in essure insertion date as (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete closure of both. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company coding review, the event "malposition of essure device location of device: myometrium" was split to reflect "partial expulsion of device" and meddra llt "embedded device". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes / malposition of essure device location of device: myometrium'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infect."), genital haemorrhage ("abnormal bleeding (general)"), anxiety ("anxiety"), depression ("depression") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain, dysmenorrhoea, bleeding menstrual heavy, vaginal discharge, vaginal infection, anxiety, depression and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and bleeding menstrual heavy to be related to essure. The reporter commented: patient received treatment for : dysmenorrhea (cramping),pelvic pain, abdominal pain, migration, vaginal discharge, vaginal infection. Discrepancy in essure insertion date as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete closure of both. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs and mr received: events: ablation, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), anxiety, depression, fatigue were added. Event outcome, essure removal date and lab data were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infect."). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for : dysmenorrhea (cramping),pelvic pain, abdominal pain, migration, vaginal discharge, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) conducted (unspecified). Result: not provided. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter information updated. Case is incident. Previously reported event injury is replaced with new events: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration, vaginal discharge, vaginal infection. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.